Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they were getting waste float switch errors and a leak was found under the ucta (unicel closed tube aliquotter) of the unicel dxc 880i synchron access clinical system. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) generated a service request and a field service engineer (fse) went on-site (B)(4) 2011 and found the ucta waste manifold was leaking due to a faulty float switch and replaced the float switch. Manifold was filled with water and float switch activated peri pump to evacuate fluid in the waste manifold. Repair was verified per established procedures. (B)(4).